Manufacturer narrative:
It was reported that screen is cracked and the staff is questioning the arterial flow bubble sensor. No more additional information was provided. The failure occurred during inhouse repair. As confirmed by getinge service and sales unit the cardiohelp was sent in to depot for repair. No information was given on the flow/bubble sensor, but the sensor passed all tests as per factory specifications. As no detailed malfunction was provided by the customer, no further investigation could be performed for the information "staff is questioning the arterial flow bubble sensor". A getinge field service technician (fst) was sent for investigation and repair. The ch user interface hardware update set was replaced. The rotary encoder was replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Based on the risk analysis the most probable root cause could be determined to rough handling of the device, which leads to the mechanical damage. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further, according to the instruction for use the touch screen has to be checked before use. Thus the risk for harm of any person is remote. The device was manufactured on 2021-03-30. The review of the non-conformities has been performed on 2023-07-12 for the period of 2021-03-30 to 2023-06-20. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure " cracked screen" could be confirmed, but is not a product related malfunction. The reported failure staff is questioning the arterial flow bubble sensor" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: if new relevant information become available the complaint will be re-opened and further investigation steps will be initiated.

Event description:
Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Reported failure "cracked screen": a getinge field service technician (fst) was sent for investigation and repair on 2023-06-29. The ch user interface hardware update set was replaced. The rotary encoder was replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will submitted when additional information become available.

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that screen is cracked and the staff is questioning the art flow bubble sensor. The failure occurred during inhouse repair. No more additional information were provided. No harm to any person has been reported. Complaint ID: (B)(4).